Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, repeated recoverable error 23094 was experienced on universal surgical manipulator (usm) 2. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs, which revealed error 23094 on usm2. It was confirmed that the staff rebooted the robot however, they received same error. The staff disabled usm2. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the reported problem and replaced universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi received the usm associated with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the customer reported complaint. The unit was tested on an in-house system and failed normal mode as it triggered an error 23094. When the arm was tested on patient side cart (psc) fixture test platform, the arm passed all psc fixture test platform required tests except for chipencoder virtual absolute (cva) characterization. A-b-a test was performed on the on yaw cva and confirmed the yaw cva was failing on a 23094 error. Remote fe logs recorded an error 23094.